Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical incident. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
An mhra user report has been received, reported by the user, "omnipod 5 is a closed loop system, which works with the abbot libre 2 plus blood glucose sensor. The issue is that the omnipod continuously loses connection with the sensor. Without the connection it does not deliver insulin required and requires manual use and manual monitoring. The manufacturer has been advised of this and notes a 'line of sight' requirement. Without exception there has been no problem with this and at times have had crossed arm over my body and seen them 2 inches apart. This happens with every sensor not on my arm adjacent to the sensor. I have found this on several if not all occasions I place the pod on my abdomen or back. I have alerted manufacturer after a serious medical incident on 1x occasion."